Event description:
Procedure: inguinal hernia repair. Reportedly, there was a problem with the insufflation valve. Because the balloons would inflate and would not maintain pneumo. There was no pt injury reported.